Event description:
It was reported that PICC split during use. PICC line split inside the vein and had to be removed and replaced. There was no adverse event from the split.

Manufacturer narrative:
The device has not been returned to the MFR, at this time. For eval. A lot history review (lhr) of rewf0214 showed one other similar product complaint(s) from this lot number.